Event description:
It was reported from a literature review that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department with shortness of breath and chest pain. Upon review, it was noted low amplitude and oversensing, which led to inappropriate shocks. Reprogramming efforts were performed and the smart pass feature was switched on. At this time, the s-ICD system remains in service and no additional adverse patient effects were reported.